Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly tortuous, long lesion from the mid to distal rca (right coronary artery) measuring 2.4x18mm with 70% stenosis. Target lesion one was treated with predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. The investigator reported "the withdrawal of the balloon was not easy" for the taxus liberte delivery balloon.